Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was warmer than usual. There was no reported adverse impact to the customer. At the time of report, the pump was reportedly at a normal temperature and functioning as intended. No additional information was provided.